Manufacturer narrative:
A1 patient identifier:(B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that dizziness requiring hospitalization occurred. It was reported that the patient underwent a pulse field ablation (pfa) procedure using a farawave catheter. Post procedurally the patient experienced dizziness due to anesthesia and was hospitalized overnight for monitoring. The patient was discharged one (1) day post index procedure. No further information was provided.